Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted damage on the edges around the device, nicks on the shaft, and abrasion marks on the base of the angled reamer. Functional testing with the mating part ar-9676 indicated that the devices failed to rotate freely and became stuck, likely due to significant abrasion marks on the outside shaft surface. Ar-9597-10 and ar-9676 were received separately. The most likely cause for the reported failure can be attributed to misaligned insertion or prying/leveraging the device during insertion causing interference with the mating instrument.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported by a sales representative via (B)(4) that an ar-9676 angled reamer, drive shaft and an ar-9597-10 angled reamer sleeve became stuck together with no impact on the patient. This was discovered after a case, with no reported patient harm.